Event description:
On 15-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 370 mg/dl. The user was evaluated in the emergency room, treated with subcutaneous insulin, and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring emergency room evaluation while receiving automated insulin delivery with the ilet. This situation can result in acute hyperglycemia requiring medical intervention and is consistent with the reported emergency room treatment with insulin and same-day discharge without hospital admission. Review of the reported information indicates the event followed an occlusion alert that was not addressed, after which blood glucose levels increased and emergency care was sought. No device malfunction was alleged. The user later reported visual symptoms that were diagnosed by a healthcare provider as sixth nerve palsy; however, the relationship of these symptoms to the ilet system or the reported hyperglycemic events could not be determined. A follow-up MDR will be submitted if additional information becomes available.